Event description:
Event description guidant/crm received information that due to a 1.1 j test shock which led to a suspected fracture in the shocking portion of this endotak c lead, the system was removed from service and replaced. The patient's bipolar endocardial lead was electively removed at the same procedure. Another guidant device and lead were implanted without issue.